Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine the root cause, the report was no longer seen. The device will not be repaired due to the age of the device. The device was scrapped at zoll. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.